Manufacturer narrative:
As reported, the sorbafix enhanced cannot deliver the fastener smoothly. The subject device has been discarded. Photos provided shows multiple loose fasteners which have been removed from the body and a proud fastener fixated to the mesh. The photos provided do not assist in determining root cause for the failure to fixate. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, ¿compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Note, the date of event (14-nov-2023) is considered to be a best estimate based. This MDR represents sorbafix enhanced (device #2). An additional MDR was submitted to represent sorbafix enhanced (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic hernia repair procedure, the sorbafix enhanced (device #1) did not fire the fasteners smoothly; however, some of the fasteners deployed successfully. It was reported that the same problem occurred in a second device (device #2) and the procedure was completed with a third device (device #3). Photo provided show multiple loose fasteners that have been removed from the body and a proud fastener can be seen fixated to the mesh. There was no reported patient injury.